Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) for a mildly tortuous and severely calcified mid-left anterior descending (lad) artery. Intravascular ultrasound (ivus) was attempted but could not be delivered. Pre-dilatation was performed using multiple balloon inflations, and a 3.50 x 32mm synergy xd drug-eluting stent (des) was then deployed. Following stent placement, a 4.5mm nc emerge non-compliant balloon was used for post-dilatation. The inflation exceeded the rated compliance of the synergy stent within the severely calcified vessel, resulting in a coronary perforation. Balloon tamponade was performed; however, the patient developed cardiac arrest. Cardiopulmonary resuscitation (CPR) and pericardiocentesis was initiated, but the patient ultimately died.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: a device history review (DHR) for this device could not be completed as there was no batch number provided. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of failure to follow instructions. This code was selected as the most probable complaint cause based on the information available. The complaint reported that following the placement of the synergy xd stent, this 4.5mm nc emerge non-compliant balloon was used for post-dilatation. It is noted that per the product's instructions for use (IFU) death and perforation are listed as a known adverse event associated with device use. The complaint also reported that the patient had also experienced a cardiac arrest. The following known adverse events listed in the product's IFU are potential causes of a cardiac arrest: arrhythmias, including ventricular fibrillation, ventricular tachycardia and heart block, myocardial ischemia. The inflation exceeded the rated compliance of the synergy stent within the severely calcified vessel, resulting in a coronary perforation. Balloon tamponade was performed; however, the patient developed cardiac arrest the patient ultimately died. It is noted per the nc emerge ptca dilatation catheter balloon compliance chart in the product's instructions for use (IFU), that inflating the balloon to its rated burst pressure (rbp) of 18 atmospheres can expect a balloon diameter of 4.70mm. This expansion of the balloon inside a 3.50mm stent likely contributed to the cascade of events that resulted in the patient's death. The complaint did not report any device malfunctions during the use of the nc emerge balloon which could have contributed to the complaint.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) for a mildly tortuous and severely calcified mid-left anterior descending (lad) artery. Intravascular ultrasound (ivus) was attempted but could not be delivered. Pre-dilatation was performed using multiple balloon inflations, and a 3.50 x 32mm synergy xd drug-eluting stent (des) was then deployed. Following stent placement, a 4.5mm nc emerge non-compliant balloon was used for post-dilatation. The inflation exceeded the rated compliance of the synergy stent within the severely calcified vessel, resulting in a coronary perforation. Balloon tamponade was performed; however, the patient developed cardiac arrest. Cardiopulmonary resuscitation (CPR) and pericardiocentesis was initiated, but the patient ultimately died.